Event description:
It was reported that pump experienced malfunction after it had been dropped, displaying a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction occurred.